Event description:
It was reported that during a post operative check, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an electric shock due to oversensing. At the time of implant, the system impedance was in range and during the auto setup the device passed in primary and alternate vectors. An during the optimization. The system impedance was in range and again passed the primary and alternate vectors. A few hours later of the implant, the patient received an electric shock. Upon interrogation, it was noted that the smart pass feature was disabled, oversensing and inappropriate electric shock. The physician re ran auto setup and the device failed all vectors. The s-ICD was turned off the shock function and ordered x-rays. Next day, the patient was presented to follow up, and re ran auto setup and capture all vectors. Oversensing was noted in the alternate vector. Another round of x-rays was recommended. The patient will be following for the next week to see if sensing improves. At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.